Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). The rep stated that they were getting ready to implant a new ins and when they charged the new ins a power on reset (por) occurred on the recharger. The steps to clear the por with the physician programmer were reviewed and the por was successfully cleared. The rep reported por (23) occurred; session will restart. The rep had to clear the por twice before seeing the lead configuration screen. Troubleshooting resolved the reported issue. Additional information was received from the rep on 2017-sep-29. The rep stated that the cause of the por was a 23 which was resolved as the rep did see the lead configuration screen. The por was not due to low voltage. The information was not confirmed with the physician. There were no patient symptoms reported and no complications reported.